Event description:
Rn of home pt reported one incident of a cracked minicap, noticed 08/19/98 during use when pt noted that povidone-iodine had leaked out. Pt developed peritonitis on 08/22/1998, was hospitalized and treated with antibiotics. Pt was released from hosp. No further details are known.